Manufacturer narrative:
A ge representative evaluated the system and could not produce the reported problem. The system operates as intended.

Event description:
It was reported that all the images on the system hard drive were lost. No patient injury was reported.